Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile tract of a patient (patient age, sex, and weight are unknown). During the procedure, as the physician retracted the guide catheter for stent deployment, the guide catheter stretched and detached. The stent was unable to be deployed. The procedure was completed with another flexima biliary stent system. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile tract of a patient (patient age, sex, and weight are unknown). During the procedure, as the physician retracted the guide catheter for stent deployment, the guide catheter stretched and detached. The stent was unable to be deployed. The procedure was completed with another flexima biliary stent system. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
Visual inspection of the returned delivery system and stent revealed the push catheter was bent close to the hub on the proximal end of the push catheter. The working length of the push catheter was bent and the suture hole on the push catheter was torn. The suture was broken on the push catheter. The guide catheter was stretched, detached and twisted on the distal flap of the push catheter. Only the distal end of the guide catheter was returned by the customer, the proximal end where the hub is attached was not returned. The stent was damaged along its entire working length. Functional evaluation could not be performed on this device due to the damages on the device. The damages to the stent, the guide and push catheter of this delivery system most likely occurred during use. Based on the analysis of this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.